Event description:
The pt had a very deep femoral condyle, making it difficult for the doctor to position the aimer. While extending the leg the tip of the femoral aimer broke off in the pt. The tip was then removed via grasping forceps which took approx 10 min. Pt did not retain foreign body. When the knee is flexed more than recommended in the surgical technique, the instrument tip has the potential to bend and fatigue. Upon cleaning & use in next surgery it maybe bent back into proper shape, which is not recommended. Continued use in this manor weakens the tip which may eventually break.